Event description:
It was reported that they performed visual and inspection in an arctic sun device and determined that the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively. Control panel coin cell battery had reached an age of or beyond 2 years old and required replacement. As per sample evaluation results on (B)(6) 2023, it was reported that the 1/2 l shaped tubing and double bend tubing were found expanded.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. During evaluation, it was confirmed that the ac cca card and power module have degraded. A device history record review was not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they performed visual and inspection in an arctic sun device and determined that the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively. Control panel coin cell battery had reached an age of or beyond 2 years old and required replacement. Per sample evaluation results on (B)(6) 2023, it was reported that the 1/2 l shaped tubing and double bend tubing were found expanded.